Manufacturer narrative:
This emdr supplement is generated due to the new update from the system source, based on the complaint from the owner. The update indicates that the previous serial number was incorrect, and the device did not have any serial number. Once the serial number is obtained, it will be updated accordingly. Updated fields:d4,g4,h2,h11 corrected fields : d4

Event description:
It was observed that during the device evaluation, the subject device exhibited the following: the adapter malfunctioned, there was damage on scope connector, and there was a loose screw. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following: the adapter malfunctioned, there was damage on scope connector, and there was a loose screw. There was no patient involvement.